Event description:
It was reported that the patient presented for a follow-up in clinic feeling fatigued. Upon interrogation, it was noted that the pacemaker was found in back-up mode. The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of device in backup operation was confirmed. The device was received from the field in backup mode consistent with low voltage battery fluctuation which occurred after the device exceeded projected longevity. Electrical testing indicates normal functionality. Longevity assessment confirmed normal battery depletion.